Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 01/11/2017 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the patient had a blood glucose (bg) of 24.1mmol/l with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and air bubbles were found in the cartridge. The patient did not notice issue prior to use. This report is being made due to the bg excursion the patient experienced due to site/set/cart issue.

Manufacturer narrative:
Follow-up #2 date of submission 03/10/2017-device evaluation: the cartridge has been returned and was evaluated by product analysis on 02/14/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.